Event description:
It is alleged by the patient's representative that "in 2005,the patient returned to this orthopaedist with increased pain. An x-ray showed a change in the position of the acetabular shell. It was the assessment of the patient's orthopaedist that the plaintiff had suffered 'acute failure of the component, left hip' and that immediate revision was needed". It is further alleged by the patient's representative that, "in 2006, the revision surgery was done and findings showed that the acetabular cup was grossly loose and rotating upon the one screw."

Manufacturer narrative:
As this is a legal case, no additional information is currently available. Information has been requested.